Event description:
It was reported that the ventilator alarmed on the 4th day of use and cuff leakage was found. There was patient involvement but no patient injury. The outcome of the event was reported as "resolved".

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3, h6 - updated one device was received for investigation. The sample was functionally tested and a leak was confirmed in the cuff. The complaint is confirmed. This type of condition can be generated during reprocessing of samples for subsequent uses due to improper handling or use of lubricants or cleaning solutions not recommended. No corrective actions were taken. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.